Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Huai-che yang, chung-jung lin, chao-bao luo, cheng-chia lee, hsiu-mei wu, wan-yuo guo, wen-yuh chung, kang-du liu. Clin neuroradiol. 2019 may 16. Doi: 10.1007/s00062-019-00787-z. Online ahead of print. ¿treatment outcomes of cavernous sinus dural arteriovenous fistulas: comparison of radiosurgery and endovascular embolisation¿ medtronic received the following events through literature review: this is retrospective study, a total of 32 patients with csdavfs treated. 7 male and 25 female patients, aged from 5 to 80 years (average, 50.8 years). Two cases were reported to have failed via their initial access approach but were still successfully treated with the onyx material. Nineteen patients in the ipsa group experienced mild headache symptoms after surgery, which improved after specific treatments. One patient showed postoperative abducens nerve palsy, which improved after 2 months and one other patient experienced prosopoplegia. One patient showed tinnitus, which was diagnosed as anterior cranial fossa new onset davf on dsa, whereas the symptoms of other patients all improved with no recurrence.